Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The small grasping retractor instrument was found to have both pitch cables, broken at the distal end. The broken cable segments that contain the crimp were both missing from the clevis. A review of system logs showed that the small grasping retractor was last used on system number sk0966 on (B)(6) 2020 and it had 7 lives remaining. No image or video was provided for review. No additional complaints related to this event have been reported by the site. Based on the information provided at this time, this complaint is being reported because the small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. There was no patient harm reported, and it was noted tat no fragment from the instrument fell inside the patient. However, if the issue were to recur, it could potentially cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken cable which caused it to stop working. The procedure was completed with another small grasping retractor instrument. The reporter noted that no fragment fell inside the patient and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.